Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary 164 samples were received. They came in sealed packaging blister; visual inspection was performed. The have scale marking issues. No other defect was observed. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the ink container didn¿t have enough silicone and the sensor didn¿t detect it. The sensor was verified and is working properly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 302832 batch no: 9275399. It was reported that before use of the 30 ml bd luer-lok¿ tip syringe the syringes are missing measurement line on syringe. There were three syringes with the reported condition. The following information was provided by the initial reporter: cmt: missing line to indicate unit of measure.